Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: for reporting purposes, the date of procedure will be estimated as (B)(6) 2023 as this is the first day of the month prior to the article received date of 10/01/2023. D4: the UDI is not known as the part and lot number were not provided. Literature attachment: article title: ¿technical aspects of entrapped coronary guidewire retrieval using rotational atherectomy device: a case series".

Event description:
The procedure was performed to treat a chronic total occlusion (cto) of the right coronary artery (rca) after successful minimally invasive left internal mammary artery (lima) to left anterior descending artery (lad) bypass surgery. The rca cto was recanalized with deployment of 3 overlapping drug eluting stents into the right posterior descending artery (rpda). An attempt was made to wire through the stent struts and balloon the right posterolateral (rplv) branch with a whisper ms guide wire; however it became entrapped between the stent struts. An unsuccessful attempt was made to advance a balloon or microcatheter through the stent struts to retrieve the wire and upon pulling back with traction the rca stents were significantly deformed leading to more entanglement of the wire in the stent structures. The entrapped guide wire was severed in the distal rca using a rotational atherectomy device. The patient was discharged home and then brought back three months later the physician was able to successfully recanalize the rca cto into the rpda using reverse- cart technique and deploy new stents crushing the old deformed stents into the wall of the vessel. No additional information was provided. Details are listed in the article titled, ¿technical aspects of entrapped coronary guidewire retrieval using rotational atherectomy device: a case series". No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported material twisted / bent, entrapment, unexpected medical intervention, device embedded in tissue or plaque, or hospitalization. There is no indication of a product quality issue with respect to manufacture, design, or labeling.